Manufacturer narrative:
The vitawave finger cuff, model vwca, had inaccurate values. It was previously reported that the acumen finger cuff malfunctioned. The systolic values on the vitawave finger cuff were about 40 points higher compared to the acumen finger cuff. Acumen finger cuff was initially placed on the right finger, then moved to the index finger. Systolic values on the vitawave cuff continued to be higher by about 20 points after changing acumen fingercuff placement. Vitawave cuff was placed on the middle finger. Both cuffs were placed on the patient simultaneously. Inaccurate values were seen throughout the case. No error messages were displayed on the monitor. There were no patient injuries. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger.

Event description:
It was reported that the hemodynamic values of an acumen finger cuff were not matching a vitawave finger cuff. Finger cuff was connected to a hemosphere vita. No allegations of patient injuries. Cuff placement, error messages, lot number, troubleshooting steps information, and device avaliability requested, but were unknown. No allegations of patient injuries. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.